Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem instrument box was replaced. The system then passed the system checkout and was found to be fully functional. Analysis found on em intfce 9735825 s8 em instr intfce - analysis determined there the cable on the returned unit had become loose, where it inserts into the housing. The nut completely backed off, but was able to tighten the nut and the unit functions, as intended. Concomitant medical products: product ID: 9735825, serial/lot# (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that before a case, the surgeon noticed that the cable from the instrument interface was becoming disconnected, however, it was still functioning. There was no patient present.